Manufacturer narrative:
No report returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the wake button has stopped working. There was no reported impact to customer's blood glucose level.